Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device procedure for diaphragm stimulation was previously performed. Subsequently, the device was explanted due to inappropriate therapies. Patient is stable post procedure.